Event description:
Report received via manufacturer's device registration system that device system was explanted due to infection. Date unknown. Device system replaced 2003. A follow up report will be sent when additional information is received.